Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing a "lack of energy." A right ventricular (rv) lead fracture was suspected. No capture and high thresholds for bipolar and unipolar programming were also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.